Event description:
It was reported that during bench testing, the ventilator was powered on and was not blowing out air properly. All of the settings were checked but still no air was coming out. The ventilator was not connected to a pt when the reported problem occurred.